Event description:
Procedure type: thoracoscopy. Reportedly, when surgeon tried to remove the device, the trocar broke and a small triangular piece came off and fell into the thoracic cavity. As a result, the surgery was extended 75 minutes in effort to retrieve the piece. The plastic piece was found and removed, thus a thoracotomy was not necessary. No pt injury was reported.